Manufacturer narrative:
Weight, ethnicity: unknown, not provided. If implanted; give date: not applicable as lens was removed and replaced. If explanted; give date: not applicable as lens was removed and replaced. The intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was fully inserted in the left eye (os). There was a broken haptic due to a loading issue. The lens was removed and replaced. The process was completed successfully with another z9002 lens. Patient has recovered. No further information available.